Manufacturer narrative:
The fire alarm sounded, the fire department dispatched, but no evacuations were conducted. A steris field service technician arrived onsite, inspected the sterilizer, and identified the sight glass on the steam generator had broken. The technician replaced the sight glass, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported the steam generator from their 20" century sterilizer leaked water and steam. No report of injury or procedural delay or cancellation.